Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on last monday with blood glucose of 600 mg/dl. The customer reported that the insulin pump did not had blockage alarm. Customer was received a new insulin pump and it was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The insulin flow blocked alarm or blockage alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.